Event description:
The customer reported the unit failed to power up on ac or battery power when the personnel wanted to do cardioversion with a patient. The led indicator lights were not lit. They substituted another defib. There was no report of negative patient impact or outcome.

Manufacturer narrative:
(B)(4). The customer reported the unit failed to power up on ac or battery power when the personnel wanted to do cardioversion with a patient. The led indicator lights were not lit. They substituted another defib. There was no report of negative patient impact or outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.